Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the same malfunction code did not recur, allowing the customer to continue using the pump, and the caller was advised to contact support again if any malfunction codes appeared in the future.